Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had implant in 2021. The following two years patient used program 0 and 1 minus, case positive. Amplitude 2,0 v, rate 31 hz and cycling 16 sec on/ 8 sec off. Impedance 1040 ohm. In summer 2023 patient switched program to 1 minus and case positive. Amplitude 2,3 v, rate 14 hz, pulse width 300 and cycling 16 sec on/ 8 off. Later the same year the rate were increased to 31 hz. Between the (B)(6) 2023 and (B)(6) 2024 the patient had a larger weight loss, and their implantable neurostimulator (ins) was "twisting". A revision was made in (B)(6) 2024, and use afterwards program: 1 minus, case positive, amplitude 2,4 v, rate 31 hz and pulse width 210. Cycling mode 16 sec on/ 8 sec off. Impedance 1040 ohm. Now the patient has been at a follow up visit, and battery level shows "low". The ins has been implanted for approximately 3 ½ years. The nurse was wondering why it is depleting faster. What manufacturer representative (rep) can see was cycling mode the difference between the programs. They also know that every time the battery was "activated" on an implantable battery it's consuming a bit more energy, and cycling is a mode activating the battery several times a day. They inquired if this shortens the battery life in that way.

Event description:
Additional information was received. It was reported that the pulse width during this two-year period was 210. They think the soft start/stop being used during this period, probably 15 seconds. When the ins was revised in (B)(6) 2024, the ins was placed deeper in the same pocket. Before the revision, there were no impedance measurements done. After the revision, it measured to 1040.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 product analysis 3058: analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery was near normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported cause was unknown. It was suggested it may because of two minus poles of cycling mode. They will only use one minus pole in programs. Issue was unknown as resolved, as it depends on the longevity. Indication for use was constipation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.